Event description:
It was reported the catheter was placed into the patient's left radial artery and was in use for approximately one week. At which time, they were discontinuing use of the catheter and attempted to remove the line and cut the sutures but met resistance. The patient was taken to interventional radiology where the catheter was removed, however, there was only a 1/4 inch portion of the catheter attached to the hub. The patient was then taken to the operating room where a surgical cut down was performed and the remaining 1.5 inch piece was removed successfully. There was no delay in treatment and no patient death or complications were reported. It was noted they do not know if the catheter may have been damaged during insertion or while in use.

Manufacturer narrative:
(B)(4).